Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation and confirmed via echo. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.